Event description:
During evaluation of a returned spectrum infusion pump, the device alarmed false downstream occlusion. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, a false downstream occlusion alarm occurred. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be an out of calibration force sensor which requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device alarmed false downstream occlusion. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, a false downstream occlusion alarm occurred. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be an out of calibration force sensor which requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.